Event description:
It was reported that a pump experienced system error 322. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Unit was tested for 20+ hrs with no occurrence of ec 322. Review of the history log confirms the ec 322 reported symptom. Physical inspection found that the lower auxiliary flex was not secured perpendicular to the j4 connector of the I/o pcb. The misaligned connection can trigger an intermittent system error 322. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower auxiliary components were replaced as they are known to contribute to the system error 322.